Event description:
A baxter technician discovered an inoperative select button on the channel c pump head module keypad. This condition was discovered during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with an inoperative select button on the channel c pump head keypad was confirmed during product evaluation. The assignable cause was not identified in the evaluation; however, the channel c pump head module keypad was replaced to fix the reported problem. This complaint has been reviewed against the reportable malfunctions list (1126393, version j, effective date 03/03/2009). This issue is currently being investigated.